Event description:
The physician was attempting to deploy a 2.25mm diameter x 30mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in the mlcx with over 90% stenosis and highly calcified. The lesion was pre-dilated and the stent was delivered to the lesion site with notified resistance. The stent balloon catheter was reported to have kinked and broken at the proximal part near the hub after withdrawal from the patient. An nc balloon was used to dilate the lesion and 2 other endeavor resolute stents were successfully used. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned between the marker bands as per specifications and was not damaged. The hypotube was detached distal to the strain relief. The break sites were oval and jagged. The hypotube was kinked at three points distal to the detachment site.

Manufacturer narrative:
Results: resistance encountered during the procedure resulted in the hypotube kinks and detachment. Patient lesion morphology; 90% stenosis, and highly calcified lesion. Conclusion: resistance encountered during procedure resulted in the hypotube kinks and detachment. Patient lesion morphology; 90% stenosis, and highly calcified lesion. (B)(4). )